Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Patient lost the implant 2 months after placement. Patient felt pain around the implant.